Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and wanted to confirm if infusion set is working properly. Blood glucose level at the time of the call was 400 mg/dl and current blood glucose value was 113mg/dl. Auto mode feature was active at the time of high blood glucose event. Customer does not want to troubleshoot further. Customer was assisted connecting the infusion set and was able to deliver a bolus. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.